Event description:
Two blood leaks occurred in one pt at the initial use. The total blood loss is approx. 200cc, since the blood was not returned to the pt. The pt was well. Another case of leak was reported from this facility. Refer to MDR no.: 8010002-2002-00033.